Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reyg0700 showed no other similar product complaint(s) from these lot numbers.

Event description:
(B)(6) 2014 - it was reported the device was leaking through insertion site. Hole noticed on catheter about 3" inside patient arm.